Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a dislodged jaw cover. The jaw washer is present and displaced under the surface of the cover. There are no missing parts. The tears measured roughly 0.0725" x 0.0700". A visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the synchroseal instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An image review was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the first picture shows a c-style retaining ring (c-clip). The second picture shows the distal end of the synchroseal instrument covered with bio-debris, but no damage is obvious from this picture. It¿s hard to say if the retaining ring fell from the instrument because this component is installed in the back end of the instrument, and not the distal end.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a circular piece of metal fell out of the synchronal instrument. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. There was no injury to the patient as a result of the reported failure. A backup instrument was used to complete the procedure. A fragment did not fall into the patient.